Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable pulse generator (B)(6) 2001; 507645 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that right ventricular (rv) lead had a large number of high ventricular episodes. When the r-waves were measured through the analyzer there was t-wave oversensing. The physician elected to replace the lead due to the age of the lead. It was also reported that during the implant procedure the replacement rv lead was repositioned many times and the helix would not retract completely. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.